Event description:
Our rep reports that during a procedure, the distal portion of a modular hex driver broke off into the screw and remains therein captured in the bone hole. The surgeon made attempts at retrieving the fragment, however, he was unsuccessful. The fragment sits somewhat proud to the bone surface; the surgeon is not concerned. The procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.